Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: coronal reformat dated one month after placement of a celect filter demonstrated both the right and left lateral most primary filter legs extending outside of the vena cava, by approximately 10 mm on the right and 17 mm on the left. On the right, there is volume averaging with the adjacent duodenum without definitive perforation into the bowel or pericaval inflammation. Cavogram demonstrated perforation of same legs by 10.4 mm on the right and 28.8 mm on the left. However, it is noted that endovascular retrieval was performed successfully without caval injury and that patient¿s abdominal pain resolved after filter retrieval. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article name: "endovascular management of inferior vena cava filter perforation." Author: ramirez et al. D4) catalog#: unknown but referred to as a cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to article: a (B)(6) female, 7 days status post orthotopic liver transplant, developed a femoral deep vein thrombosis. A perihepatic hematoma was seen on ultrasound, making treatment with anticoagulation relatively contraindicated. Hence, a ivcf was placed for pulmonary emboli prophylaxis. One month later, the patient had abdominal pain and a CT scan revealed marked penetration of the struts into retroperitoneum, abutting the duodenum and infrarenal aorta. Endovascular retrieval was performed. A significant amount of downward force was required to collapse the filter into the retrieval sheath. Patient outcome: one month after ivcf the patient began to complain of vague, constant abdominal pain. The patient was started on full anticoagulation and the abdominal pain had completely resolved at the 2-week follow-up.